Event description:
The customer reported one drop of clear fluid had leaked from the bsv of the coulter lh 500 hematology analyzer during startup. The leak was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found loose tubing on ports 7, 8, and 9 of the bsv center pad. The fse secured the tubing on each of the ports resolving the leak. (B)(4).